Event description:
It was reported to medtronic neurosurgery that the patient developed an infection after implantation of the valve. According to the report, the patient underwent treatment for the infection. The report stated that the patient had recovered and was ok.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. The instructions for use that accompany the device caution that "local and systematic infections are not uncommon with shunting procedures." A review of the manufacturing and sterilization records showed no anomalies.